Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgpf057 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "facility had leak issue with this powerloc needle. The issue occurred this past friday at facility where serosanguinous fluids were leaking from the port itself. Based on nursing feedback, the port needle broke where the soft line and hard plastic meet." Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome: unknown.